Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported device error was replicated during the laboratory testing. The returned system was powered on, in the ¿as received¿ condition. A system error 133.6090 was immediately observed. A temporary replacement of the power supply board was carried out on the suspect pcu for testing purposes only. Functional testing was performed to try to replicate the reported issue, during testing there were no alarms or malfunctions observed. Using the alaris system maintenance (asm) the preventive maintenance task was performed on the returned pcu. Asm observed all tasks to complete successfully. The pcu error log identified an error 133.6090 (main_speaker_failure) the day of the reported event at 1:45 pm. There were also twenty-seven (27) instances of error 133.6090 recorded before the day of the event. Also, the error 120.4370.5 (low_8v_failure) was recorded several times before the day of the reported event. The last infusion programmed was on (B)(6) 2025, with the pump module s/n (B)(6) at a rate of 100 ml/hr, volume to be infused (vtbi) of 900 ml. The infusion started at 7:33 am with a pvi (primary volume infused) of 792.27ml and the pump module was powered off at 7:37 am with a pvi of 798.186ml. Per the bd alaris¿ system with guardrails user manual (v12.3.2) states: a system error message means a hardware or software fatal malfunction is detected on the pcu. Operating channels will continue as programmed; however, settings cannot be changed. Replace the pcu as soon as possible. Record the settings prior to powering down the device. Settings are unrestorable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for investigation, please re-torque all screws. Please, replace the logic board. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 133.6090. There was no patient involvement.